Manufacturer narrative:
On (B)(4) 2013, isi contacted the risk manager (rm) from the site. The rm claimed that the mcs instrument had the same defect as recalled mcs instrument. Arc. She indicated that the mcs instrument was inspected prior to use. Electrolube was applied to the mcs instrument after the mcs tip cover accessory was installed. The mcs instrument and mcs tip cover accessory were not available for return to isi for evaluation. The rm was also unable to provide the part 's and lot 's of the mcs instrument and mcs tip cover accessory. The rm indicated that the patient did not sustain any injuries during the da vinci hysterectomy procedure. She also denied that the patient experienced any post-operative complications. On (B)(4) 2013, received additional information from the rm regarding the reported event. The rm indicated that arcing was observed from the site of the instrument fracture. A photographic image provided by the rm of the mcs instrument, reveals a fracture on distal end of the mcs tube extension. The rm stated, however, that there were no reports of damage on the mcs tip cover accessory. The instrument has not been returned to isi for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi was able to retrieve the part ((B)(4)) and lot (m11130625-063) for the mcs instrument involved with this complaint by reviewing the site's system log with a procedure date of (B)(6) 2013. This complaint is being reported due to the following conclusion: the initial reporter claimed that arcing was observed from an unintended area on mcs instrument. However, there is no indication that a patient was harmed or injured because of the reported issue. In addition, there is no indication that energy escaped with the mcs tip cover accessory installed.

Event description:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received (B)(4) with the following event description: during robotic procedure md noted monopolar scissor was defective. Scissor tip was in place during removal of the instrument and md was concerned for patient safety and unsure of any tissue burn due to default of instrument. Physician disclosed to patient.